Event description:
It was reported that the sheath detached within the patient requiring surgical removal. A 6fr super sheath introducer sheath was selected for use. During removal, the tip of the antegrade 6fr super sheath sheared off in the patient graft/arm soft tissues. The sheath was palpated manually and additional fluoroscopic images were used to confirm the position of the detached sheath tip. The detached sheath tip could not be retrieved by the interventional radiologist so a vascular surgeon was called. Local anesthesia was provided and a small transverse incision was made overlying the fistula at the level of the broken catheter. A transverse graftotomy was made, and the detached segment of the sheath was identified and fully removed without complication. Hemostasis was obtained and the incision was also closed with nylon and bandages were applied. No further patient complications were reported.